Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of blanching is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin discoloration: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: coloration or discolouration of the injection area."

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the nasolabial folds, marionette lines and corner of mouth. The patient was also injected with juvéderm® volbella¿ with lidocaine in the lips (no complaint against this injection). Immediately after injection, the patient's right nasolabial fold became "blanched." Patient was treated with hyaluronidase and nitropaste. Symptoms are ongoing. Patient had been concomitantly taking advil.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the nasolabial folds, marionette lines and corner of mouth. The patient was also injected with juvéderm® volbella¿ with lidocaine in the lips (no complaint against this injection). Immediately after injection, the patient's right nasolabial fold became "blanched." Patient was treated with hyaluronidase and nitropaste. Symptoms are ongoing. Patient had been concomitantly taking advil. Additional information: patient was also concomitantly injected with botox®. An "intra arterial injection" was identified immediately by the healthcare professional and was treated on site with hyaluronidase + xylo 2%, nitropaste and "asa 325." Patient was referred to another healthcare professional for additional follow up. Patient was given repeated hyaluronidase treatments by the referred healthcare professional and symptoms have resolved.

Manufacturer narrative:
The event of intra arterial injection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of ischemia: "contra-indications: ¿ do not inject juvéderm¿ voluma¿ with lidocaine into blood vessels (intravascular)."

Event description:
Additional information: patient was also concomitantly injected with botox®. An "intra arterial injection" was identified immediately by the healthcare professional and was treated on site with hyaluronidase + xylo 2%, nitropaste and "asa 325." Patient was referred to another healthcare professional for additional follow up. Patient was given repeated hyaluronidase treatments by the referred healthcare professional and symptoms have resolved.